Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery (sfa). A 5.5mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. First inflation was performed for 1 minute and second inflation was performed at 10 atmospheres for 1 minute. However, during the third inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another 5.5mmx40mmx135cm (4f) sterling¿ balloon catheter. No patient complications were reported.